Event description:
A 22g IV catheter split from needle on insertion in patients skin, the vein sprang to the right after flash and advancement. This IV was removed immediately and the catheter was intact, just bent out from the needle.